Manufacturer narrative:
Inspection of the returned parts found typical contact markings between the locking cap, screw, and rod indicative of nominal tightening conditions with no signs of loosening or wear. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was completed due to creo locking caps becoming loose post-operatively.